Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25apr2014. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: dyspnea and lump/nodule.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area". Healthcare professional later reported "breathing problems." This record for the left side. Device has been explanted and replaced.